Event description:
Reportedly on (B)(6) 2012 f/u, a battery impedance increase from 0,51 to 2,61 kohms was noticed (0.51 was observed during the previous follow up on (B)(6) 2011). Preliminary analysis confirmed that this was not a normal findings and evaluation of the device replacement was recommended.

Manufacturer narrative:
(B)(6), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.